Manufacturer narrative:
(B)(4) medtronic was not authorized to evaluate/service the device. A non-medtronic service provider checked the device, it logged into the diagnostic mode automatically, checked for loose connections, corrected, ventilator worked properly and back in use.

Event description:
It was reported that during set up the ventilator screen was inoperative. There was no patient involvement.